Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the event date, diagnostic testing, pt data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Physician reported tubing connected with gastric band is sectioned. Follow-up findings: removal of the device due to a secondary and partial failure of a bariatric surgery. The band tubing that links the gastric banding to the inflation system is cut.